Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device over-responded with the minute ventilation (mv) sensor. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient felt what was thought to be a fast heart rate, when lifting weights above their head. Technical services discussed that it sounded like the minute ventilation (mv) sensor may be over-responding to the arm motion. It was suggested for the patient to seek mv optimization, in the clinic. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.